Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, frequency and nocturia.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that the mesh was surgically removed on (B)(6) 2012 , due to infection, scarring, pain, bleeding, urinary problems, recurrence, dyspareunia.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).